Event description:
The customer reported the device shut down and the screen went blank. No patient harm reported.

Manufacturer narrative:
Contact information: (B)(4). Customer declined to provide patient information due to privacy.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.